Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11h11072 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for peritonitis is not confirmed because the disposable set was not returned to baxter; there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This is a spontaneous report by a consumer in the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Baxter contacted the care giver (cg) on (B)(6) 2011 regarding an alarm on the homechoice. The cg stated that the home patient (hp) had recently visited the hospital regarding an infection. The cg stated that the infection was not caused by therapy and has not affected therapy at all. Therapy has been going fine since the alarm event and there was no patient injury or medical intervention reported. Additional information was received from global pharmacovigilance on (B)(6) 2011, which indicated that the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The peritonitis was reported to have been picked up in a different hospital but the cause was unknown. Treatment information was not provided. The patient had not recovered from the peritonitis at the time of this report. Action taken with dianeal therapies was not reported. The nurse declined to provide further information.